Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6. Device photograph was reviewed on(B)(6) 2020. Visual analysis of the photograph identified device seen intact. Device analysis was performed through photograph. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.